Event description:
The insert wouldn't seat into the tray resulting in a 20 minutes surgical delay. Another insert was used without incident.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.